Event description:
Physician introduced duodenoscope to begin exam. Ercp (endoscopic retrograde cholangiopancreatography) procedure, noticed something on the screen attached to the end of scope. Scope removed and it was discovered the single use distal cover cap was missing.